Manufacturer narrative:
Manufacturer investigation result on retained samples only. Device not returned to manufacturer.

Event description:
Three incidents reported, hemolysis detected during hemodialysis treatment . No further details provided. Exact date of incident unknown